Event description:
Baxter china reported 3 incidents with the same patient of clamp malfunctions with the transfer sets. These were noted during use with no patient injury or medical intervention required according to the complaint coordinator.